Manufacturer narrative:
Unable to verify s/w due to open book. Retainer ring = black. On (B)(6) 2021 the customer alleged pump critical error (open book) and pump error 35 alarm. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay and cracked case near the corner of belt clip rails during the visual inspection. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to critical pump error (open book). Critical pump error (open book) and crest software was utilized and successful, however the history download was unsuccessful since insulin pump is on a constant dark blue screen and could not get into the join network screen. Device was cut open to perform visual inspection and found moisture damage on the force sensor traces and j2/pcb 1. The force sensor offset measured within spec range during testing. No moisture damage on the pcb 2, motor, vibrator, keypad assembly, internal battery and battery tube during visual inspection. The original pcb 1 was removed and installed in a test pcb 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and no critical pump error during testing. The original pcb 2 was removed and installed in a test pcb 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and critical pump error occurred during testing. In summary, insulin pump received with critical pump error (open book) and crest software was utilized and successful, however the history download was unsuccessful since pump is on a constant dark blue screen and could not get into the join network screen suspected to be on the pcb 2. Device unable to verify pump error 35 alarm due to download difficulty. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had critical insulin pump error. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.